Event description:
The patient reports that she was having a seizure and her blood glucose was low (exact bg level was not provided) so her sister called the emergency medical technician. She did not provide any further information regarding the emt visit or her treatment. Attempts were made to contact the patient to provide additional information. Messages were left, but she did not return the calls.

Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and emt visit. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider", and it also advises "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm."